Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right ventricular (rv) lead a possible microdislodgement occurred causing intermittent loss of capture requiring a temporary pacemaker. The following day the temporary lead stopped capturing, the patient coded and had to be intubated. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.